Event description:
On (B)(6) 2010, dr reported bilateral dacryocystorhinostomy for a female pt post lasik and post smartplug implantation. Surgical procedure resolved the problem and the pt is doing fine. No further information has been supplied.

Manufacturer narrative:
From the reported events, we can conclude that the infection resolved with the dacryocystorhinostomy. As of today, the smartplugs have been removed and no longer present a risk to the pt. This case is closed and no additional information can be expected.